Event description:
It was reported that during a coronary stent treatment procedure, deflation difficultes were encountered. The lesion being treated was a 100% stenosed, de novo, tortuous, proximal left anterior descending (lad) lesion. This was predilated with a 15 mm balloon. The physician was able to inflate the balloon on the first attempt, successfully deploying the express2 mr 3.5 x 24 mm stent at 10 atms for 60 seconds. When the physician attempted to deflate the balloon, it took 45-60 seconds for the balloon to fully deflate. The balloon was inflated for almost 2 minutes, however the pt did not experience any symptoms or complications while the balloon was inflated. The balloon was removed deflated and intact, the prcedure was successfully completed and the final pt condition is good.